Event description:
Pt complained of receiving occasional "shocks" from his implanted pulse generator while employed at steel MFR. Impulse generator was programmed "off", and pt stated he was still receiving shocks from the device. Pt has had unit explanted, and replaced with implanted receiver unit (external transmitter) and appears to be doing well at this time. Investigational inquiries have thus far either been inconclusive or response is still pending.